Event description:
Major pump unit(s) involved: device thrombosis.additional text: increased ldh, speed flucturations and power spikes.specific component(s) involved: pump drive unit malfunction.additional text: thrombus in pump.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : IV anticoagulation.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.